Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient fell on (B)(6) 2020 when bending to pick up a charger off the floor and lost his balance, then he fell backwards and landed on his rear end. The patient didn't hit either of his incisions and that there was no new drainage noted on the bandages. There was also no report of fever or increased pain. The patient did have his ins on at the time of the fall but said that it was not the cause of the fall. The rep reported that after the fall, stimulation felt differently only when he laid on his back. The patient was told to watch for any new drainage on the dressings. The rep informed the healthcare provider¿s (hcp) nurse on (B)(6) 2020 who instructed the patient to come into the office on (B)(6) 2020. The rep noted that the patient wasn't wearing his abdominal binder as instructed post-operatively. The rep also noted that the patient had left sided weakness from a stroke. The rep met with the patient and hcp on (B)(6) 2020. The incisions were checked and looked good. An x-ray was taken and showed the left lead was still at mid t8 and that the right lead was now at the bottom of t8. The rep reported that the right lead came down almost 3 electrodes. The rep reported that the patient was already programmed with dtm, so they adjusted the target electrodes in the programming to accommodate for the lead movement. The rep reported that the patient still reported good stimulation in his low back where needed. The patient has another post-operative appointment on (B)(6) 2020. The issue was resolved. No further complications were reported.